Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, additional information was received from the representative who reported that at explant it was unknown if the pump was empty as the actual volume at explant was unknown. It was unknown if there were any volume discrepancies. Nothing was reportedly done during the explant verify or clarify the noted empty pump alarm. However, it was also reported that the hcp did not refill the pump because the patient was not receiving therapy due to the motor stall. The pump was expected to be returned.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a representative regarding a patient in argentina who was receiving morphine 10 mg/ml at a dose of 16.011 mg/day via an implantable pump. The indication for use was failed back surgery syndrome (fbss). The patient's relevant medical history included pain it was reported that the patient began to hear the pump alarm on (B)(6) 2015. The pump was checked in the office and test report noted the engine was blocked. The session report data noted that the pump stalled on (B)(6) 2015 at 19:53/19:54. The pump recovered on (B)(6) 2015 at 09:11, stalled again on (B)(6) 2015 at 10:25, and a stopped pump period may exceed tube set occurred on (B)(6) 2015 at 10:25. Initially, it was reported that there was no harm to the patient but actions resulted as a result of the event. Further information noted that the patient was not receiving therapy due to a motor stall. The patient was waiting for a pump replacement. No tests were performed as the physician "tell" that the pump must be replaced. Information was requested for the medical history, concomitant medications, and therapy start/stop dates but this information was not provided. Additional information on has been requested regarding the model/serial, cause of the event, patient symptoms, pump alarm date, and resolution. Should additional information be received a supplemental report will be filed. On 2016-01-04 additional information was received from the company representative indicating that the pump was replaced on (B)(6) 2015. During the surgery, the physician found that the catheter was occluded. As such, the catheter was also replaced. The pump and catheter will not be returned, per the request of the physician. The product was reportedly sold by a distributor and they allegedly did not want to cooperate with returning the device. After surgery, the patient was reportedly receiving therapy, normally.

Event description:
Additionally, the pump log provided noted that a low reservoir occurred on (B)(6) 2015 at 11:49 and an empty reservoir occurred on (B)(6) 2015. These had occurred prior to the pump explant. On (B)(6) 2016 the representative provided the model/serial number of the catheter, 8731sc/(B)(4). Should additional information be received a supplemental report will be filed.